Event description:
A customer was contacted by beckman coulter, inc. (Bec) on (B)(4) 2011 regarding the assay performance of access accutni, and indicated some occurrences of non-reproducible false positive troponin (accutni) results generated by unicel dxc 600i synchron access clinical system. The results were not reported out of the laboratory. It is unknown if patient treatment was affected. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. No specific event qc data was supplied. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-spinning, and re-testing all accutni values greater than 0.04ng/ml with no clinical history within the last 72 hours of testing, prior to releasing data. The unit is currently performing within qc specifications upon contact with the customer. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.